Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to cracked /bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump only has half of a screen and a black spot in the right corner of the screen in the top right. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the display did not return to normal. The insulin pump was returned for analysis.